Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited multiple auto mode switch episodes that appeared to be noise. The noise could be reproduced with isometrics. No electrical anomalies were noted. No patient symptoms were reported; the patient would continue to be monitored.